Event description:
Reportedly, the time to charge the high voltage capacitors for the ICD involved in this MDR repot was below recommendations (6 seconds): the instructions for use mentions a charge time of 10 seconds +/- 2 seconds at the beginning of life. The tests were repeated several times with the same results thus the device was not implanted and was returned for analysis.

Manufacturer narrative:
On (B)(4) 2010, this event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym crt models approved under p060027. Analysis is pending.